Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed downstream occlusion test did not occur. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality. The causality of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during testing at the biomedical service department. There was no patient involvement. No additional information is available.